Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump bolus screen did not allow the contact to press the "next" option when attempting to deliver a correction bolus. Tandem technical support educated the contact on the bolus calculations of the pump; however, the contact feels that the issue is occurring even when the customer would need a correction bolus based on the customer's blood glucose (bg) level. Review of the customer's pump data logs showed that at the time of the issue, the customer had 0.73 units of insulin on board (iob- active insulin in the body), which prevented the pump from delivering a correction bolus. Based on the customer's pump settings, the correction bolus calculated to 0.71 units, which was already being covered from the iob. Multiple attempts were made by tandem technical support to relay this information to the customer; however, the customer was unable to be reached. There was no reported impact to the customer's blood glucose level.